Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with issue of switch 1 air leak (air leakage from the switch key tops). There was no patient involvement on this reported issue. No harm was reported. No user injury reported. Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the switch 1 (sw1) has scratch caused watertightness lost. Leakage noted on (air, water, liquid). The reported issue was confirmed. Furthermore, evaluation found foreign matter clogging in the device nozzle. This condition attributed to insufficient cleaning, handling problems. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (bending section) has a crack. Due to damage on flexibility adjustment ring, flexibility adjustment function does not work. C-cover has a dent. Connecting tube has a scratch. On water detection sticker 1c, dots are smudged and connected. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. Did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.